Event description:
A recent telephonic study of the pacemaker suggested a lost capture of the ventricular electrode. The pt was seen in the physician's office on 2/19/96. The pacemaker was interrogated, revealing that the pt was not pacemaker dependent. A ventricular electrode fracture was suspected with lead impedence less than 250 ohms and pulse current of 19.2 milliamperes, atrial lead was satisfactory. Pacing was changed to aa1 from ddi to provide lead protection until 2/20/96 when the pt was admitted for lead replacement surgery. The lead was capped and excluded during the surgical procedure. The pt has a history of sick sinus syndrome with pacemaker insertion on 2/16/89.